Manufacturer narrative:
The device was received by the resmed and an evaluation was performed. The evaluation determined that the failure to charge was due to a physically damaged ac power connector. The power connector was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device battery failed to charge. There was no patient injury reported as a result of this incident.